Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted daily shock impedance measurements varied from the 80 ohms range to the 110 ohms range with a couple measurements being greater than 125 ohms. The average measurements were still noted to be in the 110 ohms range. Technical services (ts) discussed the option of continued monitoring. No adverse patient effects were reported. This device remains in service.